Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an antibacterial envelope and developed an infection. Pocket cultures were performed which were positive for fungus. No further patient complications have been reported as a result of this event.